Event description:
An endurant stent graft system was implanted in the patient for the endovascular treatment of a 60 mm in diameter abdominal aortic aneurysm. It was reported that, approximately four years post index procedure a CT revealed the proximal neck continued to dilate. The physician elected to convert to open repair and then to partially explant the device. The physician elected to cut the graft and sew it to the aorta. The graft was then sewn to the "m" stent and sewn to the limbs. The procedure was completed and the event was resolved. Per the physician, the cause of the event was due to disease progression. No additional clinical sequelae were reported and the patient is fine.

Manufacturer narrative:
Corrected information: sex, date of birth. If information is provided in the future, a supplemental report will be issued.